Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
No drainage of the cfs in the collection bag after opening the stopcocks. After checking the open position, the collection bag has been changed. The incident has not been reported by the (B)(6).

Manufacturer narrative:
(B)(4). Correction: upon completion of the investigation it was noted that the eds iii was visually inspected, no defects were noted. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Twenty ml of purified water was flowed into the drip chamber. The system stopcock was then closed, the drip chamber stopcock was opened; the purified water flowed normally and emptied into the collection bag. This process was repeated with the same result, the eds iii functions. Review of the history device records confirmed the valve product code 82-1730, with lot cvdb6y, conformed to the specifications when released to stock on the 19th april 2016. No root cause could be determined as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.